Event description:
It was reported that during a lap oophorectomy and salpingectomy, the surgeon inserted the device into the trocar and started dissecting. An alert came up on the device saying, ¿remove device from patient¿ and then ¿activate the jaws¿. The surgeon did so and upon re-entry into the patient and continued dissection, an alert came up to say, ¿replace instrument¿. Upon inspection of the blade, it seemed like a small piece of the white coating on the blade had broken off. The instrument was replaced by the scrub nurse with a different device they had in the hospital and the procedure continued. The surgery was prolonged about 5 minutes while opening the new device. There was no change in the case and no damage to the patient ¿ however it appeared that a small bit of the white coating on the jaws had broken off.

Manufacturer narrative:
(B)(4). Date sent: 6/19/2025. D4 batch #: c9et37. Additional information was requested and the following was obtained: did the white tissue pad break off? A little fragment of it did. Is the white tissue pad completely missing from the clamp arm of the device? Were any fragments generated? No it is not completely missing only a small fragment is missing. Did the fragments generated fell off inside the patient? It is not known if it fell off inside the patient. If yes, were they completely removed from the patient without additional intervention? What efforts were made to locate the pieces of the tissue pad during the procedure? The piece was not located but was noticed a small fragment broke off when outside the patient investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. Additionally, the tissue pad was damaged and 100% present. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9et37, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.